Event description:
(B)(6) 2023 - it was reported that this right ventricular (rv) lead was abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.